Event description:
It was reported that during a laparoscopic appendectomy procedure the trigger could not be completely closed during firing. It was not reported how the procedure was completed. There were no adverse consequences to the patient reported.

Manufacturer narrative:
(B)(4). Wedge band bypass. The analysis results found that the (B)(4) device was returned in good conditions, a cartridge was returned partially fired and was noted to have a wedge band bypass as the left side was 1/2 fired and the right side was partially fired 1/4. The cartridge lockout was found damaged. In addition the cartridge deck was found damaged. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When the mechanism is forced the wedge band can bypass the sled. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference instructions for use for additional instructions. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended, the staple line was complete and the staples were note to have the proper b-formed shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).